Event description:
Pt was admitted to emergency room due to hypoglycaemia. A review of the pump history indicates pt had bolus doses on five occasions adding up to 67.27 units.

Manufacturer narrative:
No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.